Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant of this device the setscrew came out of the torque wrench. The right atrial seal plug was also damaged. The device was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted the set screw was missing and damage was noted on the right ventricular seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device passed mechanical and electrical testing and was functioning normally after a new setscrew was installed. Analysis confirmed that the failure reported was induced.

Event description:
It was reported that during the implant of this device the setscrew came out of the torque wrench. The right atrial seal plug was also damaged. The device was not implanted and will be returned. No adverse patient effects were reported.